Event description:
It was reported that this was an event of foley catheter balloon breakage.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure mode could be low latex viscosity, short latex dwell time, latex dip speed out too slow causing thin sac. Based on information in the pfmea, the risk of this failure is medium. Current controls in place are adequate to mitigate this failure mode. A review of the device labelling has been conducted for investigation purposed. The IFU is attached in the investigation overview element. A review of the device history record did not show any problems or condition that would have contributed to the reported issue. Therefore, no additional action required at this time. Correction: d, e. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that this was an event of foley catheter balloon breakage.